Manufacturer narrative:
Adverse event problem: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Photo evaluation: visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. - visibility/palpability: unable to confirm as it is a medical event not related to the device. - malposition: unable to confirm as it is a medical event not related to the device. -pain: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "firmness to the touch. Hardness to the touch. Misshapen breast. Implant sitting higher than normal, ... Pain", and an intracapsular implant rupture was diagnosed by MRI. The device has been explanted.